Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 6 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion sets fell off during use. The infusion sets were in use for 24 to 48 hours. The blood glucose level at the time of all events was more than 300 mg/dl and patient resolved all events by changing infusion set and resumed insulin successfully. No further information available.